Manufacturer narrative:
(B)(4). Batch # m5351l. Loading technique. The analysis results found that the ntlc75 device was received in good visual conditions and with a cartridge reload present. The reload was received with the knife not completely within doghouse, fully fired and the swing tab in the locked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a semi-open sigmoidectomy, the doctor felt that the feedback of returning the firing knob to home position was lighter than usual after the 2nd firing on the colon. The staple height was gold. Then, it was found that the knife did not return from the distal end. The staple line and cut line were completed. Additionally, buried suture was performed to complete the case. There were no adverse consequences to the patient.